Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a slight damage to the rear housing. Event log history was performed and showed that "service due" was recorded in history. During analysis, the customer's reported problem regarding "alarming service code" was able to be duplicated. Upon power up of the pump, the pump alarmed for service due. Clock record indicated clock days are past specification. Service will replace the clock battery to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source was noted to be design.

Manufacturer narrative:
Corrected information: the file was inadvertently marked reportable. The event reported under MFR 3012307300-2019-02559 was determined to be not reportable and no further reports will be filed using this file number. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
Information was received indicating that smith medicals cadd legacy pump exhibited an alarm for "service code 26". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.